Event description:
It was reported that the patient had the artificial urinary sphincter removed due to malfunction as the patient was incontinent and very embarrassed in the current situation. A new artificial urinary sphincter was implanted.